Manufacturer narrative:
(B)(4).

Event description:
The pt experienced altered mental status and was admitted to the hospital. The hcp believed the symptoms were associated with drug overdose. The pump-managing physician did not have rights at the hospital. The pt was in the hospital for 2 days and no action had been taken associated with troubleshooting the pump system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.